Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overrode the suggested bolus amount and delivered a larger bolus than what was recommended which resulted in the customer's blood glucose (bg) level decreasing to 40 mg/dl. Additionally, customer alleged that the personal profile settings needed adjustment which also contributed to the low bg's. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.